Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact technical support again if any malfunction code reappears and acknowledged this guidance.